Event description:
It was reported that the lens was repositioned approx one month post implantation to address asymmetrical vaulting. One week after the lens repositioning, the lens was explanted/exchanged for a different model iol. The most recent bcva was 20/20. The pt's prognosis is good. According to the surgeon, pt anatomy (eye too short for the lens) may have caused or contributed to the reported event.

Manufacturer narrative:
The lens has been requested, but has not been received to b+l. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.